Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the severity of the aortic regurgitation was noted to be moderate. Per the physician, it was undetermined if the valve or the delivery catheter system (dcs) could be excluded as contributing causes to the patient death.

Manufacturer narrative:
Image review: intra procedural fluoroscopic images were provided for review of the event. The patient¿s executive summary was not provided for anatomical review. A percutaneous coronary intervention was performed prior to the transcatheter aortic valve implantation. The valve was deployed to 80% and depth assessment was performed. The depth at the non-coronary cusp was approximately 0 millimeter (mm) which would warrant a recapture. Despite the depth being 1mm, the valve was released which resulted in dislodgment to the level of the sinuses. Imaging shows that the dislodged valve was snared to the ascending aorta, and that a new valve was implanted. There is evidence of at least three recaptures with the new valve. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b2 - outcome attributed to adverse event and date of death b5 - event description h6 - patient code additional codes - imf health impact codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during the implant of the valve, per the physician, the patient's sparce valvular calcification may have contributed to the dislodgement. The initial cardiac arrest was caused by aortic regurgitation as the second nose cone was being placed in the valve. The subsequent cardiac arrest after deployment seemed to improve when the patient was given pulmonary vasodilators to treat her known pulmonary arterial hypertension (pah) and systemic pressors to treat suicide ventricle. Per the physician, the first valve, second valve and delivery catheter system (dcs) did not cause or contribute to the cardiac arrest. The patient went into pulseless electrical activity (pea) about 6 times in the intensive care unit (ICU). Subsequently the patient died at 7 days in the ICU of multiple issues largely related to pre-procedural medical problems.

Event description:
Additional information was received that during the implant of the valve, it was unclear if the nose cone of the first delivery catheter system (dcs) caused or contributed to the dislodgement as it was not captured on angiography.

Manufacturer narrative:
Updated data: b5 - event description h6 - method code for the system reported device h10 - product analysis: the delivery catheter system (dcs) was discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: product ID: evolutpro-26, serial/lot #: (B)(6), ubd: 30-mar-2025, UDI#: (B)(4). Product ID: envpro-16, serial/lot #: (B)(6), ubd: 12-mar-2025, UDI#: (B)(4). Concomitant products: product ID: envpro-16; product lot/serial number: (B)(6), product type: heart valves. Product ID: unknown coronary stent, product lot/serial number: unknown, product type: 2.5 x 15mm stent, implant date: (B)(6) 2023. Product ID: unknown snare, product lot/serial number: unknown, product type: snare. Product ID: unknown pigtail catheter, product lot/serial number: unknown, product type: pigtail catheter. ­h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product analysis: the valves remain implanted and the dcs was not returned; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that prior to the transcatheter aortic valve implantation portion of this procedure, percutaneous coronary intervention (stent placement) was performed in the mid circumflex coronary artery. Following coronary stent placement, the valve was deployed without performing a pre-implant balloon aortic valvuloplasty. The valve was deployed at the target implant depth, but upon screening the patient after the delivery catheter system (dcs) nose cone had been withdrawn from the valve, the valve had dislodged to a supra-annular position. The decision was made to snare the valve frame and pull it into the aortic arch. Initially, the physician was unable to snare either of the valve frame paddles but was able to hook a pigtail catheter through the frame and pull the valve up above the sinotubular junction. Then it was possible to snare a paddle and hold the valve in place. A second valve was loaded, checked, and inserted into the patient. While the first valve was snared, the second valve and dcs were passed through the first valve. The patient arrested at this stage. Cardiopulmonary resuscitation (CPR) was initiated, and the patient recovered. The second valve was deployed at an acceptable depth. The procedure was finished and vascular access was closed successfully. Upon being moved to the trolley to leave the catheterization lab, the patient arrested again and was revived through CPR. An echocardiogram was performed and did not show any issues with either valve. The patient arrested multiple times in the intensive care unit (ICU) before becoming stable. The patient was intubated and reported to be stable in the ICU. No additional adverse patient effects were reported.